Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the sensor was removed due to cgm inaccuracy issue and upon sensor removal, the patient noticed redness, inflammation, and swelling beyond the sensor patch area. Because of this, the patient¿s mother brought him to advance care, where the doctor administered IV antibiotics rocephin 2g to treat his skin redness, inflammation, and swelling. They returned home around 1 pm. He was advised to come back the next day for a follow-up to check the infection. During the visit, he was given another IV antibiotic of rocephin 1000mg and had additional blood work done. The patient could not provide the laboratory result. He was later prescribed two types of oral antibiotics to take at home: doxycycline 100 mg, taken twice daily for 10 days, and cephalexin 500 mg, taken four times daily for 7 days. At the time of the report, the patient is currently doing okay. There was no documentation of further medical intervention. No photo or other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).